Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. In the investigation if was found that the groove of the blade is expanded due to two clearly visible deformations on both flat surfaces of the shaft; this made an insertion of the plate impossible. The kind of the damage is indicative that the insertion instrument was inserted 90 degrees misrepresented in the groove, which is only with excessive force possible. The implants were analyzed for conformance to print specifications, as well as the device history records were researched; no abnormal findings were identified.

Event description:
It was impossible to insert the plate on the blade. This is report 1 of 1 for complaint (B)(4).